Manufacturer narrative:
The test strip vial was returned for investigation. A visual inspection of the returned vial and did not observe any obvious signs of damage or contamination. As the primary packaging seal was acceptable for the returned vial, there is evidence to support that the returned product was appropriately sealed. Testing of the returned strips was performed using glycolyzed blood. All results were acceptable. The customer returned 4 vials of quality controls. All four returned controls vials were inspected and no obvious defects were observed. Control testing results (mg/dl): low control (30-60 mg/dl): vial 1: 48 mg/dl, 47 mg/dl, 48 mg/dl. Vial 2- 47 mg/dl, 47 mg/dl, 52 mg/dl. High controls (254-344 mg/dl): vial 1: 323 mg/dl, 319 mg/dl, 311 mg/dl. Vial 2: 331 mg/dl, 324 mg/dl, 323 mg/dl. All testing with the returned strips produced acceptable results and no strip defects were observed. All testing with the returned controls produced acceptable results and no control detects were observed. Medwatch field d9 has been updated.

Manufacturer narrative:
The meters and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Controls run on the meter within 24 hours of the event were acceptable. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for a patient tested with accu-chek inform ii meter serial numbers (B)(6) and (B)(6) . At 11:58 a.m., a sample from the patient was tested using meter serial number (B)(6) , resulting in a glucose value of 266 mg/dl. At 12:05 p.m., a sample from the patient was tested using meter serial number (B)(6) , resulting in a glucose value of 159 mg/dl. At 12:15 p.m., a sample from the patient was tested using a third inform ii meter (serial number (B)(6), resulting in a glucose value of 137 mg/dl. This value was deemed correct by the customer. When collecting samples from the patient, the operator wipes away the first drop of blood and uses the second drop for testing.